Event description:
Customer reported that a patient presented with a recurrent hernia ten days following an initial ventral hernia repair with mesh implant. The patient was returned to surgery, at which time the surgeon observed that the previously implanted mesh was torn down the center.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.